Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. This occurred during infusion. The device was filled with 94.9 ml of fluorouracil and 21.1 ml of 5% glucose solution. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 28, 2014 to september 30, 2014. Evaluation summary: the evaluation of the returned device is complete. The sample was received with approximately 120 ml of solution in its reservoir. Visual inspection did not identify any abnormalities that could have caused or contributed to the reported condition. The distal luer cap was removed for a functional test, and continuous flow was observed from the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.